Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
It was reported that a merlin.net transmission showed non-sustained lead noise due to post-paced t-wave oversensing. Patient was asymptomatic. The device was reprogrammed, and no further issues were reported.